Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 509 mg/dl and current blood glucose was 459 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptoms such as vomiting and thirsty. Customer stated infusion set had bent cannula. Customer did not want to continue further troubleshooting for high blood glucose. It was unknown whether the customer was using auto mode. The insulin pump will not be returned for analysis.